Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's primary controller had low flow alarms whenever she would connect a new battery on the right side. The site exchanged the controller. There was no reported patient injury as a result of this event. The controller, (B)(4), was returned to manufacturer for evaluation. Analysis of the device revealed that the controller passed visual and functional testing. The alarm log shows multiple low flow alarms, but no evidence that the low flow alarm was linked to the battery connections. The root cause of the reported "alarms/faults" event could not be conclusively determined as the device functioned per specification, however it is possible that user error/perception may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that this (B)(6) female patient's primary controller had low flow alarms whenever she would connect a new battery on the right side, however there is no malfunction reported with the batteries. The site exchanged the controller. The controller ((B)(4)) was returned to manufacturer for evaluation. There was no patient injury as a result of this event.